Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit shut off by itself while it was on a pt. There was no reported pt injury. No further info is available at this time concerning alarms, etc. Attempts are being made to obtain.